Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported by the customer's father that the customer had a no delivery alarm on the insulin pump. Customer was getting the alarm during a bolus. Alarm occurred 3 times and each time, the customer changed out the infusion set and received another no delivery alarm. Customer's blood glucose level was 300 mg/dl. Customer's father ran the 5 units and did not receive a no delivery alarm. The alarm only happens when the son tries to deliver a bolus. Insulin pump will be replaced. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.